Manufacturer narrative:
The cysc2 reagent lot number was 77720701 with an expiration date of 30-sep-2025. The calibration was last performed on (B)(6) 2024 and it was acceptable. Qc recovery was within the acceptable range. The alarm trace showed multiple sample clot detection alarms and abnormal aspiration (sample probe) alarms. The field service engineer found that the pressure sensor on the sample assembly was not detecting clots. He replaced the sample probe and the pressure sensor. Precision studies and qc were performed and they were within specifications. The investigation determined that the root cause was due to a faulty pressure sensor on the sample assembly. The service actions (replacing the sample probe and the pressure sensor) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with tina-quant cystatin c gen.2 (cysc2) assay on a cobas 8000 cobas c502 module when compared to a different cobas 8000 cobas c502 module. Initial result: 0.4 mg/l. The physician questioned the initial result and the sample was repeated. Repeat result: 3.89 mg/l (tested on another c502). The repeat result was deemed to be correct.